Manufacturer narrative:
Follow-up #1: date of submission 10/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: the battery compartment threads were found to be damaged. The top lip of the battery compartment was also found to be chipped. There were no cracks or corrosion found on the battery compartment. The battery cap was not returned witht the pump. A test cap used to complete the investigation. The battery cap tigthly secured to the pump and was loosened and then removed with no issues. The pump was opened and no further defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The battery cap reportedly was unable to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.